Manufacturer narrative:
The insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case on display window corners, cracked display window, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer did not know her blood glucose at the time of the incident. Customer stated that she has been ill and she has not used the pump for the last few days. Customer had put the pump in the bag with some medicine and thought that maybe something had touched it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.